Event description:
The customer reported that the system would display a bad iris potentiometer error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service representative replaced the iris potentiometer and calibrated the collimator. The system was tested and found to be working as intended and put back in service.